Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the patient side monitor (psm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint, physical damage during visual inspection. The l6 front cover assembly will be replaced as a fix..

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the psm to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the system had physical damage on the psm 3 after the start of the procedure. The fse confirmed the reported issue and replaced the psm 3 to resolve it. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had physical damage on the patient side manipulator (psm) 3 while draping. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed damaged part and told the customer that the psm3 needed to be replaced. The procedure was completed with no reported injury.